Event description:
Pt reported obtaining a blood glucose result of 306 mg/dl, while using the suspect device. Based on this result, pt administered 5u of insulin, via an insulin pump. Pt indicated that, shortly thereafter, he was unable to feel his legs, and did not feel that the pump was operating correctly. Pt reportedly changed the pump's configuration; however, he did elaborate on what the configuration change entailed. Pt indicted that he retested his blood glucose, using the suspect device, and obtained a result of 66 mg/dl. Pt then tested blood glucose on a different device, and obtained a result of 30 mg/dl. Pt indicated that he was feeling very ill at this time. Pt reportedly ate some food and phoned emergency medical services. Upon paramedics' arrival, pt was reportedly disconnected from the insulin pump; however, no additional details of pt's subsequent diagnosis or treatment were provided. Pt's current condition: feels ok. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.